Manufacturer narrative:
(B)(4).

Event description:
New information states that a fracture was also noted on the lead.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during in-clinic interrogation, high pacing lead impedance and increase capture threshold were observed. On (B)(6) 2016, the lead was capped and replaced and the patient tolerated the procedure well with no complications.